Event description:
Additional information stated the ¿patient felt stimulation only when the patient pushed around the implanted device.¿

Event description:
It was reported the patient felt stimulation when the abdominal area near their implantable neurostimulator (ins) was held and that ¿the stimulation was not felt when the hold was released.¿ impedance testing was performed both when the patient felt stimulation and when the patient did not feel stimulation and found ¿no abnormal impedances and ¿no difference¿ in impedances between the states was found. X-ray imaging was performed and found there was ¿no dislodgement of the lead.¿ it was also reported that recently at the time of report ¿the fully charged symbol always was displayed¿; no matter how long the ins was charged. It was noted the patient¿s ins had previously overdischarged an unknown number of times. There were ¿no¿ health hazards to the patient from the event. It was noted the patient¿s physician was examining the case at the time of report in order to clarify whether ¿the stimulation could be felt only sometimes because of the device or due to a psychological reason.¿ additional information was requested; a supplemental report will be filed if additional information is received.

Manufacturer narrative:
Analysis determined the device was at reduced capacity due to overdischarge.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
The company representative (rep) reported that the patient's longest charging session in the recharge log was 48 minutes. The patient charged up to a voltage that would be in the 75-100% quartile during the 5 of the 6 sessions. The highest amplitude the patient was programmed with was 2.7v, with some programs set significantly lower than that. No stimulation was delivered when the patient stopped pushing the device site. The ins malfunction continued which resulted in impossibility to continue therapy and an ins replacement procedure was performed.

Manufacturer narrative:
Concomitant products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).